Event description:
It was reported that the following alarms were noted on the pump: pump memory error, low battery alarm occurring, and low reservoir alarm occurring. The pump was replaced. The pump contained morphine at the time of the event, no concentration or daily dose was reported.